Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report.

Event description:
Estimated date of incident 01mar2024. It was reported that an in-the-canal hearing aid came back from repair cracked. No harm to the user has been reported. There is no further information on the case at this time. Further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4), manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. (B)(6) 2024 technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: it has been reported that an in the canal hearing aid came back from repair cracked. There is no mention of any harm to the user. It is unknown what caused the crack, or where the crack is located. A DHR review have been completed. No deviation or changes were found during manufacturing of the device. There is no further information available on the case. Despite testing against requirements for construction, there is still risk that a hearing aid may be damaged and potentially broken due to unexpected external mechanical force beyond typical use. Should a hearing aid break due to mechanical force, there is a possibility that the damage results in the creation of exposed sharp edges. These sharp edges could potentially cause harm in the ear canal, likely only superficial in nature. If the hearing aid is accidentally dropped to the floor and then cracked or shattered into pieces, it is evaluated as very unlikely that the users may get harmed due to sharp corners and edges as the damage itself is obvious to the users. It is evaluated as highly unlikely that the hearing aid would break in the ear unless force from an external source is present when considering the shell thickness of the hearing aid. Further, the user guide includes a caution not to use a broken hearing aid. Risk register reference: precise nature and circumstances surrounding the issue are not fully known. However the risk of such device damage is generally known, considered in the risk analysis and communicated to the user. The risk is deemed to be of an acceptable nature. Manufacturer's investigation is final. This is a final report.

Event description:
Estimated date of incident (B)(6) 2024 it was reported that an in-the-canal hearing aid came back from repair cracked. No harm to the user has been reported. There is no further information on the case at this time. No further follow up has been received, or is expected.